Event description:
Initial result for a patient hcg was 5.21 mlu/ml. When repeated, the results were <0.500 mlu/ml. The account indicated the patient was not adversely affected. The field service rep was unable to determine a cause for the discrepant result.